Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11306; related manufacturer reference number: 2017865-2021-11307. It was reported that the patient presented to the clinic for a wound site check. A small hole at the incision site was noted, draining yellowing fluid. The patient was admitted to the hospital on (B)(6) 2021, with sepsis and bacteremia. The system was explanted. No replacement device is planned at this time. The patient was stable.